Event description:
Beginning the case, the physician noted the knee to be tight and asked for the pressure to be changed from 35 to 15[mmhg]. After adjusting, the unit continued to flow at a high rate causing extravasation in the knee. At this time, the pump was substituted with another pump. When the cannula was removed from the joint, water sprayed forcefully from the opening. According to one hosp contact, "when the tourniquet was let down, the 45 year old female pt went into pulmonary edema.